Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and had received insulin flow blocked alarm. The customer¿s blood glucose level was 40 mg/dl and later the blood glucose value was 167 mg/dl. The customer was treated with food. The customer reports alarm did not occur during the fill tubing. The customer also reports the event was resolved by reservoir change, the first time customer noticed block, she waited a little while and tried again. She immediately got insulin flow blocked again. Customer removed set and used same reservoir with no problems. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.